Event description:
It was reported that during the implant attempt, the right ventricular (rv) lead was repositioned due to low sensing values. Low pacing impedance was noted in all lead positions after the helix was fully extended. The threshold was also increased in one position. The rv lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.